Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was a small volume folfusor leaked. The event occurred after filling of 5-fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from november 6, 2019 - november 8, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.